Event description:
Rn noticed the baxter pump stated the magnesium infusion was complete however, only approx. Half the magnesium had been given. This rn removed the pump from the floor. Notified charge rn, pharmacy, and provider. Provider stated it was fine to complete the infusion w/ only 50ml given as patient was no longer endorsing a ha (headache). Pt (patient) denied any complaints at the time.